Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4fr sl powerpicc solo catheter. The returned unit was functionally tested by flushing the catheter with water using a 12ml luer lok syringe. During testing, a leak was observed between the nose of the molded joint and the 0 cm depth marker. Microscopic inspection of the leak site found that a longitudinally aligned tear was present. The tear had rounded fracture edges, and the fracture surface was granular. Extending from the tear in both directions was a linear depression in the catheter tubing. The linear depression observed on the exterior did not appear to extend further into the wall of the catheter. A measurement for the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. Based on the available evidence, it was not possible to conclusively determine the root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that when flushing with saline before chemotherapy was started there is a hole between the wings and the catheter insertion site. Leakage could be seen since the hole was outside the patient. The patient will have to get another PICC, no other patient impact. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total catheter length 36 cm, placement confirmation on sherlock, dressed straight along the patient¿s arm. PICC used for oncology treatment. Leakage discovered by visible hole/fracture outside the patient (at exit site or on external part of PICC). Catheter site cleaned with klorhexidin 5 mg/ml.

Event description:
It was reported that when flushing with saline before chemotherapy was started there is a hole between the wings and the catheter insertion site. Leakage could be seen since the hole was outside the patient. The patient will have to get another PICC, no other patient impact. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total catheter length 36 cm, placement confirmation on sherlock, dressed straight along the patient¿s arm. PICC used for oncology treatment. Leakage discovered by visible hole/fracture outside the patient (at exit site or on external part of PICC). Catheter site cleaned with klorhexidin 5 mg/ml.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that when flushing with saline before chemotherapy was started there is a hole between the wings and the catheter insertion site. Leakage could be seen since the hole was outside the patient. The patient will have to get another PICC, no other patient impact. No other information was provided.